Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29th may 2025, it was reported by an arthrex employee via email that for an ar-3652ttsp-1, fibertak® rc suture anchor, (black/blue), the insertor shaft broke upon insertion - shaft tip was retrieved. This was detected during use in an open rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully another anchor of the same code was opened.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone preparation, misaligned insertion, or prying/leveraging the device with excessive force during use. Per dfu-0054-eo revision 7: " 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient."